Event description:
An initial report of patient hospitalization was received by united therapeutics on 05-sep-2023 and forwarded to millyard advanced medical products, llc on 06-sep-2023. The patient reported an initial cassette depleted alarm 15 hours prior to expected end of treatment with that cassette. Cassette replaced, but pump was still alarming to change the cassette. Patient lost consciousness prior to being able to start backup pump and was hospitalized. Patient stated she was discharged from the hospital on (B)(6)2023. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests.